Event description:
A customer reported multiple false positive ahbs results on patient samples tested on the eci analyzer. The erroneous results were reported, with corrected reports later issued. False positive results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that multiple patient samples with initially positive results gave repeatable negative results upon retesting, and on an alternate analyzer. One qc fluid gave inaccurate results, but gave results within the expected interval when tested on an alternate analyzer at the same location. Datalogger analysis revealed multiple condition codes. A field engineer is scheduled to visit the site for troubleshooting and repair. The service actions have not yet been completed. The root cause of the event is instrument related.